Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was prepared and implanted successfully. A second xtw clip was attempted to be implanted to further reduce mr, but after deployment it detached from the posterior leaflet (single leaflet device attachment). There was no evidence of tissue damage and no additional clips implanted. The mr was reduced to grade 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.